Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed a twisted inner conductor helix near the df4 connector pin, which impaired the functionality of the fixation mechanism. The analysis showed that over-rotation of the screw mechanism should be considered as the cause. During the mechanical inspection, the mandrin could not be inserted correctly into the lumen of the lead. Further analysis found blood in the interior of the lead, which was with high probability brought in by medical instruments during the operation. The extensive analysis did not find any additional deviations that could be related to the clinical complaint. The measured electrical values were all within the technical specification. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. The analysis did not show any indications of a material defect or manufacturing error.

Event description:
Ous MDR - after an implantation period of approx. 2 months, impedance values > 3000 ohms and oversensing were reported. The lead was explanted and returned to biotronik for analysis. No adverse patient events were reported. An explant date was not provided.